Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient underwent revision surgery on (B)(6) 2017. The surgeon noted ¿a recurrent hernia with the previously placed mesh in the defect.¿ it was reported extensive adhesions were taken down which required extensive lysis lasting more than an hour and a half. It was further reported at attempt to taken down the bladder to expose the cooper¿s ligament to tack the mesh revealed a small opening in the bladder which was repaired. It was reported the patient experienced severe pain, adhesions, revision surgery, scarring, nausea, diarrhea, organ damage, chills, inflammation and loss of appetite. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4). It was reported that following insertion the patient experienced infection.